Manufacturer narrative:
The returned valve was patent. The valve did not meet the requirements for leak testing due to a large tear observed in the bottom of the delta chamber. It is unknown how or when this damage occurred. Therefore, the siphon, reflux, pressure-flow and preimplantation testing were precluded due to this damage. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. There was proteinaceous debris observed within the interior and exterior of the valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be leaking intraoperatively. According to the report, the doctor replaced the device with a new device to complete the surgery. Reportedly, there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.